Event description:
Our affiliate in (B)(4), is reporting to us that a patient had a re-operation because she was suffering from knee pain after the first operation. Additional information has been requested. Also see associated MDR 1221934-2012-00170.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
This file was created to document a liable action brought against our polish affiliate. The plaintiff has withdrawn their lawsuit. At this point in time, no further action is warranted.